Manufacturer narrative:
Reference: medsun medical product safety network, newsletter, october 2016, volume 16: issue 10, pg 9. User facility information was not provided.

Event description:
It was reported in a publication that the reload fell out of the jaws after four successful suture passes. The device was reloaded two additional times and each time the needle fell out.